Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 250 mg/dl and insulin pens were administered to address bg. Customer reported pump was not delivering insulin properly. As elevated bg was not occurring at the time of the report, tandem technical support recommended customer discuss event with a healthcare provider.